Event description:
It was reported that the patient was recently implanted with an implantable neurostimulator (ins) that tested positive for infection. The infection was confirmed to be mrsa. The explant of the ins and leads was going to occur today. It was unknown when the patient was implanted. It was later reported that the patient was sent home on oral antibiotics. It was believed that she was going to be taking zyvox. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Intervention required.

Event description:
Additional information received reported that the patient was going to be on long term antibiotics. Her treatment had gone well and she was healing as expected.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).